Event description:
During svc of the unit a stop cycle with all leds and constant single tone alarm was found, due to integrated circuits u27, u28, and u24 on the logic board being out of spec. Replaced u27, u28, and u24.